Manufacturer narrative:
Product complaint # (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure date (dd/mm/yyyy)? (B)(6) 2022. What date did the abscess infection occur on (dd/mm/yyyy)? (B)(6) 2022. Was there any medical or surgical intervention performed to treat the patient (re-operation; drainage; prescription medication)? If so, please specify. Administration of antibiotics was done. What is the most current patient status? The patient was discharged form the hospital. The following information was requested, but unavailable: if medication was required, please clarify if it was prescription strength. No further information is available. Can you identify the lot number of the product that was used? No further information is available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess infection? What is the users experience w/ surgicel powder and other hemostatic agents? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an urological procedure on (B)(6) 2022 and absorbable hemostat was used. Post-operatively the patient experienced an abscess infection. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What is the patient¿s current status?=>the patient has been discharged from the hospital.. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? No further information is available. 2. What was the date of index surgical procedure?=>no further information is available. 3. What were the diagnosis and indication for the index surgical procedure?=>no further information is available. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates.=>no further information is available. 5. Was there any intraoperative concurrent use of other products?=>no further information is available. 6. What is the lot number?=>no further information is available. 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically?=>no further information is available. 8. Where was the surgicel used (on what tissue)?=>no further information is available. 9. How much surgicel was used during the procedure?=>no further information is available. 10. Was the surgicel product left in place? Was the excess irrigated and removed?=>no further information is available. 11. What were current symptoms following the index surgical procedure? Onset date?=>no further information is available. 12. Were cultures performed? If yes, results?=>no further information is available. 13. Has any surgical or medical intervention been performed?=>no further information is available. 14. What is physician¿s opinion as to the etiology of or contributing factors to this event?=>no further information is available. 15. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess infection?=>no further information is available. 16. What is the users experience w/ surgicel powder and other hemostatic agents?no further information is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.